Event description:
Elderly male with history of coronary artery disease and fatigue on exertion. Procedure: heart catheterization. Comet wire would not read an ao (aortic) pressure. Stayed at zero even when transducer was open to the patient. Still unable to zero. Ivus (intravascular ultrasound) used instead. No known harm to patient. Manufacturer response for wire, guide, catheter, comet ii (per site reporter) will obtain.